Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be evaluated due to usb communications inoperable.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during pumping. The customer's blood glucose (bg) level was in the 500's (mg/dl). A manual injection was administered to address bg level. Reportedly the customer will continue to use the pump for insulin therapy.